Event description:
The manufacturer received information alleging a ventilator was alarming for a circuit disconnect alarm condition. The patient's blood oxygen saturation decreased and the patient needed to be manually ventilated with an ambu bag. The patient recovered. The device has not yet been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported a ventilator was alarming for a circuit disconnection alarm condition. The patient's blood oxygen saturation decreased and the patient needed to be manually ventilated with an ambu bag. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was not duplicated. The device failed test steps during testing. The device's system board was replaced to address the issue.